Event description:
It was reported, during a very difficult long gamma nail insertion, the knob got cracked. It was functional for that case, but needs to be replaced.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional information has been requested and if received will be provided on a supplemental report.